Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was blood leakage or other sample leakage from the device other than the insertion site or needle tip and the plunger was deformed. The following information was provided by the initial reporter. The customer stated: "on march 16, an arterial blood sampling device was used to draw the patient's arterial blood. After the arterial blood sampling device collected blood, the plunger of the arterial blood sampling device leaked blood. An arterial blood sampler draws arterial blood from a patient. No significant harm was caused to the patient."